Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl due to a bent infusion set cannula. The customer did not mention any symptoms associated with the high blood glucose. The customer was advised about proper infusion set insertion technique. The insulin pump was not returned or replaced.